Event description:
It was reported that a spectrum infusion pump had downstream occlusion alarms below 9 psi and when no occlusions were present. This was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, the reported problem was not reproduced. A review of the event history log revealed multiple events of "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.